Manufacturer narrative:
Age - average age of 17 patients was 80.3 years. Sex - 1 male and 16 female (total 17 patients) country - germany h6: the device is not accessible/returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: r.a. Haveman, m. Bäumlein, n. Van veelen, l. Oberkircher, f.j.p. Beeres, r. Babst, s. Ruchholtz and b-c. Link. Injury 53: percutaneous sacroiliac screw fixation in fragility fractures of the pelvis: comparison of two different augmentation techniques. (2022) 4062¿4066. Doi.org/10.1016/j.injury.2022.09.050. Event summary: fragility fractures of the pelvis (ffp) are becoming increasingly common. Percutaneous sacroiliac screw fixation is an accepted and safe treatment method for ffp. All consecutive patients with fragility fractures of the pelvis with involvement of the sacrum, who received a percutaneous sacroiliac screw fixation with cement augmentation between 01.01.2017 and 31.12.2018 were screened for inclusion. The cement used is kyphon hv-r bone cement (medtronic). There was total of 17 patients were treated with medtronic cement out of which 1 was male and 16 were female patients. The average age was 80.3 years. The complications evaluated were neurological deficiencies, implant failure, cement extravasation and surgical site infection (ssi). Reported event: cement leakage into neuroforamen of s1 as well in the spinal canal l5/s1 occurred in one patient. This patient remained without clinical symptoms.